Event description:
The pt reported that he was changing his cartridge and received an odd error (3.0---777). The pt stated that he just put his battery in about 2 minutes ago. The pt was advised to remove the battery and check the expiration date (10/2007). The pt tried several other batteries from the same lot# (06030242) and the same error would display. The pt then tried a battery from a different lot # that worked. The pt was able to prime the device and place it into run mode. No medical attention was necessary. No product is being returned for evaluation.

Manufacturer narrative:
Product not returned for eval. Issue described to agency.